Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead played a high out of range shock impedance measurement. A review of the data revealed variable shock impedance measurements during the past year and only one out of range measurement. In addition, when the lead was implanted in 2007, normal sensing measurements off >6 mv were obtained. Sensing decreased to 2.9 to 3.8 mv. During an intended device replacement procedure, a decision was made to leave this lead implanted and further monitor. Movement after surgery did not reveal noise. No adverse patient effects were reported.